Manufacturer narrative:
Other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation it was found that when the device was powered on using battery power most of the leds do not illuminate and when powered on using ac power the leds flickered. The interface board was found to be physically damaged around the j1 connector resulting in circuits being shorted and opened. The unit was unable to obtain measurements due to a torn sensor flex cable that connects to the technology board. The system board was also found to have a failed ac/dc power supply resulting in flickering dc power output to the device when an ac source is connected. Customer zip/postal code exceeded maximum allowable digits, zip/postal code is as follows: nsw 2153.

Event description:
It was reported that the display is faulty. Customer clarified that "some segments of the display does not light up." No known impact or consequence to patient.